Event description:
Pump was reported to have been involved in an incident of non-delivery. The pump was set up to infuse a chemo drug at a rate of 250 ml/hr. The infusion was started and infused just fine. Approximately 3 hours into the infusion, it was noticed that the pump said it was infusing just fine but no fluid was actually infusing. The nurse took the tubing out of the pump and administered the drug by gravity and the patient received too much at one time causing the patient's blood pressure to drop significantly. No medical intervention was needed and no adverse outcome resulted. No specific patient information was available and no alternate contact was identified.